Event description:
It was reported by service report that the back support on the cot was broken and unable to support patient weight. There was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Cracked backrest.